Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2013-11829. The patient had two leads from the same lot. It was reported the patient lost stimulation after being in two motor vehicle accidents. It was also reported the patient's ipg was taking longer to recharge. As a result, the leads were explanted and replaced (with a single lead/different model) and the ipg was explanted and replaced. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.